Event description:
It was reported the port was placed in 2006. It was reported the catheter was installed onto the port connection using fingers as opposed to using forceps. The patient complained of chest discomfort 6 mos later. A chest x-ray showed the catheter disconnected from the port and embolized into the heart. Surgery was immediately performed and the port and catheter were successfully removed. Another port was not inserted as only two treatments remained. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.